Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000219, serial/lot : unknown. A medtronic representative went to the site to perform a system check out and they found that the right tracker flashed constantly in camera view with intermittent red communication status. The right tracker was replaced, and both trackers were recalibrated. The issue was resolved. The system now functions as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was having inaccuracies. The manufacturer representative stated that in the sagittal view the cad model showed to be 3-5mm inferior from where they actually were. This was confirmed by using another imaging system in conjunction with the navigation. The representative also stated that the site had two navigation systems and the behavior occurred on both systems. They finished the case with the both imaging systems taking back to back images. There was no patient harm and the procedure was not delayed.

Manufacturer narrative:
A hardware analysis of the bi71000219 tracker right is being tracked in the navigation tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01065, version #: 4.1.0 ; product ID: bi71000568, lot/serial #: (B)(6) ; product ID: bi71000219, lot/serial #: (B)(6), h3):the software team investigated the reported issue and determined that this was not a software issue. According to the system check out, the issue was due to a hardware issue. The right tracker component was replaced and tracker calibration performed to resolve the issue. Software functioning as designed. No failure found. D14, b01, c19 the gantry gpio was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. They installed the tracker gpio into a known working test system. The system booted and readied. All six marks on both left and right trackers were able to be seen with the stealth. No functional problem found. No failure found. D14, b01, c19 the right tracker was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. It was installed into a known functional test system. The system booted and readied. They tested it on a navigation system and confirmed that the tracker light up and stealth station recognizes the tracker marks, when tracker cable was manipulated the tracker marks would flicker on the stealth due to intermittent connection. An electrical issue was observed. D02, b01, c02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.